Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient race/ethnicity and diagnosis was not provided.

Event description:
It was reported that the large volume pump may have overinfused nafcillin 2 gm in 100 ml of normal saline. The device was off, and when turned on, it indicated a remaining volume of 67 ml even though the fluid bag was empty. This occurred on 4n rehab. There was no patient harm.

Manufacturer narrative:
Cont'd from d.11: vial access spike adapter; nafcillin medication vial correction on h6 patient code, b.5 additional information provided: d.11 the reported issue that the nafcillin 2 gm in 100ml of normal saline over infused could not be replicated during this investigation. No conclusion could be drawn through log review regarding the user reported experience that the nafcillin 2 gram in 100 ml over infused. The total primary volume infused was 72.113 ml. The actual bag volume could not be ascertained from the event logs. Rate accuracy testing performed found the pump module was delivering fluids within specification. The inspection process performed on pump module sn(B)(6) found cracks in the bezel underneath the membrane frame, in between the pumping finger grooves, and on the mounting piece of the door latch yoke. All parts inspected on the pump module were observed to be bd parts.the cracks observed in the bezel are not considered to be associated with the reported incident of an over infusion. During internal inspection of the event administration set, concentricity analysis of the silicone pumping segment found that it was dimensionally within specifications. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 22dec2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device. The root cause of the reported incident that the nafcillin 2gm in 100ml of normal saline over infused could not be identified in this investigation.

Event description:
It was reported that the pump may have overinfused nafcillin 2 grams in 100ml of normal saline. The device was off, and when turned on, it indicated a remaining volume of 67ml even though the fluid bag was empty. This occurred on rehabilitation unit. There was no patient impact.